Event description:
Screws originally implanted 2004. Surgeon confirmed first broken screw via x-ray iin 8/2004. Second broken screw confirmed via x-ray 9/2004. 9/2004 - first screen confirmed broken right l4 pedicle screw. 10/2004 - second screw confirmed broken left and right l4 pedicle screw and return of spondylolisthesis. Performed post lateral fusion and tlif. Broken screw removed in 2005 and replaced with new. Broken screws were removed from l4. Pt took a fall (severe) post-op late 8/2004.